Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The charge logs showed charge timeout occurred during a capacitor maintenance. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found to be the root cause of the extended charge time.

Event description:
It was reported that an alert for capacitor time limit was observed on the device. Patient is presented to the hospital for a device check in the future. Device is under fsca battery advisory. Device explant procedure is planned for (B)(6) 2017. No further information available.

Event description:
New information received: device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.